Event description:
The report received from the study indicated that approximately five weeks after the index procedure, the patient returned for a planned staged procedure. Coronary angiography done at this time revealed a 70% diffuse in-stent restenosis greater than ten mm in length (>10 mm) of the previously implanted cypher select plus 2.75 x 23 mm stent. The restenosis was treated by implantation of an additional cypher select plus 3.5 x 23 mm stent. The patient also had the mid right coronary artery treated during the same procedure.

Manufacturer narrative:
The indication for the elective index procedure was stable angina. The patient was found to have one-vessel disease and had one lesion treated during the procedure. A staged procedure was planned due to cardiovascular safety. No left ventricular ejection fraction (lvef) was provided. The target lesion for the procedure was the mid left anterior descending (lad) coronary artery. The lesion was reported to be: an in-stent restenosis (isr) of a previously implanted bare metal stent (bms)/a guidant zeta stent, 2.75 mm vessel diameter, irregular, 19 mm length, an 80% stenosis, a moderately tortuous proximal segment, and type b2. The lesion was not pre-dilated. A cypher select plus 2.75 x 23 mm stent was implanted at 12 atm. The residual stenosis was 0%. No (timi) flow rates were provided. The patient was discharged the day after the procedure. A phone contact at the one-month follow-up period indicated the patient was asymptomatic, continuing her medical regimen, and had a re-percutaneous coronary intervention (re-pci) procedure. Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.